Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a breast mastectomy procedure on (B)(6) and axillary lymph node dissection a surgical gauze spontaneously caught fire. The peak plasmablade was being used but the peak plasmablade never came in contact with the gauze. The gauze was not in the surgical pocket, but was situated on the patient¿s sterile drape, in close proximity to the site. The gauze was quickly tossed to the ground and stomped and no one was harmed. The surgery continued without incident with the same peak plasmablade. The nurse mentioned they had used a different skin antiseptic (povidone-iodine solution usp 10%, manufacture (B)(4)) for the patient and she recalled some of the iodine solution falling onto the patient return electrode, they were not sure if that might have played a factor in the situation. The aex generator was used again for the next surgical breast case without incident. The rep noted they had reached out to the doctor who was performing the operation for her details of the incident, but they did not get a reply. It was also asked to send the generator to the hospital biomed department for inspection and verification of the generator¿s output energy. The patient was listed as alive with no injury at the time of the report. Additional information was received from a health care professional (hcp) via manufacture representative (rep). It was reported that the cause was likely determined. It was noted that neither the peak plasma blade or the aex generator was the result, it was a combination of several factors that caused the fire, primarily due to iodine not being dry. The surgeon was cauterizing a bleed with a forceps, the surgical resident placed the peak plasmablde tip on the end of the forceps to cauterize the bleed. The gauze was laying on the sterile drape, directly under the gauze and the drape was a small pool of iodine that did not dry (alcohol pooling). The surgeon was slightly leaning on the gauze and patient white in physical contact with the resident, the forceps and activated the peak plasmablade, this link created a perfect circuit of conductive energy. It was noted with likely pure oxygen in the area, plus the pool of iodine (iodine air particles or iodine moisture) near the dry gauze and conductive electrical energy passing through the forcep, hands, bodies, and leaning on the gauze caused the gauze to ignite. The rep noted the incident that occurred was known as a ¿fire triangle¿, a combination of fuel source (pooling of iodine-alcohol base) plus oxidizing substance (oxygen) plus heat source (conductive energy). It was noted that no spark was seen or noted by any of the hcps in the operating room. It was noted the information was confirmed by the account/physician. Additional information was received from a rep that reported the biomed confirmed the aex generator passed all verification tests.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.